Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 42-53 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 from 7:57:19 am to 11:12:16 am. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 10.2 was observed on (B)(6)2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6)2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. A cgm alert 14 (transmitter out of range) enunciated on (B)(6)2019 at 9:22:33 pm. Allowing the cgm transmitter to go out of range prevents the user from continuously monitoring bg and potentially addressing an impending low bg. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 42 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.